Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Discussing case involving jada system where patient ended up with a hysterectomy [device ineffective] . No additional ae, no pqc reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a certified nurse midwife (c.n.m.) Via clinical education specialist (cse), referring to a non-pregnant female patient of unknown age. The patient's medical history, concurrent conditions, drug reactions or allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intra-uterine route (lot and expiration date were not reported) for an unknown indication. Ces stated on (B)(6) -2024, she logged on to a meeting with provider and others, unknown who was present. Ces states when she logged on, provider was discussing a case involving vacuum-induced hemorrhage control system (jada system) where a patient ended up with a hysterectomy (device ineffective), no further details on this. Ces stated after she logged on, no further information or details were discussed regarding the case. Ces stated that she reached out to the provider in an attempt to obtain further information about 24 hours ago and has yet to hear back from the provider. Ces stated that the provider was aware the event will be reported. Ces stated that it was mentioned that the provider doesn't believe the hysterectomy was relate to vacuum-induced hemorrhage control system (jada system), however no further information or details were known explaining this. No additional adverse event (ae), no product quality complaint (pqc) reported (no adverse event). The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the event device ineffective was considered to be serious due required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.